Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to initial MDR in block g2. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of arrythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the atrial tachycardia was listed as a potential complication in the device's instructions.

Event description:
It was reported that a patient experienced an atrial tachycardia. 6 months after a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, where a farawave 31 mm - us catheter was used, during a follow up examination if was noticed that the patient had an atrial tachycardia (at). The patient was in sinus rhythm at the 3-month follow-up examination. No information was obtained regarding treatment for this event or the patient's subsequent condition. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an atrial tachycardia. 6 months after a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, where a farawave 31 mm - us catheter was used, during a follow up examination if was noticed that the patient had an atrial tachycardia (at). The patient was in sinus rhythm at the 3-month follow-up examination. No information was obtained regarding treatment for this event or the patient's subsequent condition. The device is not expected to be returned for laboratory analysis, it was disposed.